Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported that a percuflex ureteral stent was to be used in a lithotripsy for right renal stone procedure. During unpacking, it was found that the inner packaging was not sealed and could not meet the sterile conditions. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of packaging seal compromised. Upon receipt at our quality assurance laboratory, this percuflex ureteral stent underwent a thorough analysis. Visual inspection of the device did not reveal any damages. However, the reported event was not confirmed because the inner bag should not be worn since it is inside the pouch that holds the sterile device. The suture, the positioner and the pouch were also returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available, device/media analysis, and analysis results, the reported allegation could not be confirmed. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a percuflex ureteral stent was to be used in a lithotripsy for right renal stone procedure. During unpacking, it was found that the inner packaging was not sealed and could not meet the sterile conditions. The procedure was completed with another same device and there were no patient complications reported.